Manufacturer narrative:
Batch review performed on 16 october 2020: lot 146962: (B)(4) items manufactured and released on 27-jan-2015. Expiration date: 2019-12-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event since 2016.

Event description:
The patient came in, 5 years and 8 months after primary surgery, reporting pain due to a subsided stem. The cause of the subsided stem is unknown. The surgeon revised the stem and head and the surgery was completed successfully.